Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 4068-45 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported by a medical examiner's office that the implantable pulse generator (ipg) system was explanted after the patient's death and the system "had a suspected lead issue". No further details surrounding the patient's death were available.

Event description:
Additional information was received which noted the patients cause of death as sudden cardiac death and complications of sick sinus syndrome with an undetermined contribution of pacemaker lead malfunction. It was also reported by the patient's mother that the device contributed to the patient's death.

Manufacturer narrative:
The proximal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo.